Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with black spot/damaged pixels on the bottom of the display and vertical white lines due to a cracked lcd screen. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to cracked lcd screen. Pump received with scratched case, cracked battery tube threads, cracked case behind the pump near the battery compartment, stained serial number label, partially broken retainer, broken reservoir tube lip, pillowing keypad overlay, and minor scratched lcd window.